Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions telephone number: (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an electrical test fail code #50, which has been rectified by replacing its motor controller pcb(part no : 0671-00-0004) .

Manufacturer narrative:
Investigation finalized on 02/26/2024: a getinge field service engineer (fse) had evaluated the unit and replaced the power supply (part no: 0014-00-0033-05) after that electrical test fail #50 was resolved by replacing its motor controller pcb (part no: 0671-00-0004). After this system was found ok but while initiating an autofill ; autofill failure was found so , that the blood detect tubing (part no: 0008-00-0312) has been replaced and problem has been rectified.

Event description:
It was reported that during a routine check by customer, the cs100 intra-aortic balloon pump (iabp) had an electrical test fail code #50, which has been rectified by replacing its motor controller pcb(part no : 0671-00-0004) .